Event description:
It was reported to boston scientific corp that a rotatable snare was used during a polypectomy procedure on (B)(6), 2009. According to the complainant, during the procedure, they were not able to cut the polyp with the snare. Another rotatable snare was used to successfully complete the procedure. No information was available regarding the pt. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device information; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).